Manufacturer narrative:
The device was returned and investigation found a tear on the unexposed portion of the soft cannula. During the leak test, fluid was seen exiting the tear. Corrosion was found on the batteries and the pcb. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that while wearing a pod between 4 and 24 hours at 7pm her blood glucose level reached 424 mg/dl. As treatment, the patient removed the pod, performed a correction bolus, drank water and monitored her blood glucose levels. The patient's blood glucose and insulin history are as follows: (B)(6).